Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, it was noted during a retro journey ii cr study that a patient presented with a left knee stitch abscess which required medication for resolution. Responses to the requested medical documentation/information had not been received as of the date of this assessment. Based on the limited information provided, the root cause of the reported event could not be concluded and the patient impact beyond the reported stitch abscess and subsequent medication therapy could not be determined, although the issue was reportedly resolved. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during an investigation study of journey ii cr, the patient present a left knee stitch abscess. The patient was medicated. The patient's problem was resolved . No further information is available at the moment.